Manufacturer narrative:
Correction to the initial information - reason for non-evaluation: anticipated but not begun.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to be jumping. The customer's blood glucose was 198 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.